Event description:
On april 30, 2024, a patient received 1.2 cc of revanesse versa+ injected into their lips. Compounded 23% lidocaine with 7% tetracine was applied to the lips prior to injection. The patient was also on usinopril ace inhibitor for the treatment of hypertension. There were no concerns or adverse events documented at the time of injection. Photos provided showed bruising in both lips however there was more bruising in the upper lip. Five (5) hours later the patient had moderate swelling in their upper lip. There was no pain, no nodules or other clinical concerns. The patient was given zyrtec and one dose of methylprednisolone and the symptoms completely resolved. The ha product was not dissolved. My clinical opinion is that this represents angioedema of the upper lip triggered by the combination of lip trauma (bruising) and ace inhibitor, which is well documented. Tetracaine is also the most allergenic topical anesthetic and could be a contributing factor. The lower lip did not swell ( ha was injected in both lips) and the reaction subsided despite the filler not being dissolved. In my opinion this excludes ha from being the cause of the "allergic reaction". Internal report number: (B)(4).